Manufacturer narrative:
(B)(4). It was reported that the patient age was between (B)(6). The concerto coil will not be returned for evaluation as it was discarded by the hospital; therefore, no definitive conclusion can be drawn regarding the clinical observation. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience.

Event description:
Medtronic (covidien) received information that during coiling treatment of renal artery aneurysm, the coil was prematurely detached inside the microcatheter. It was reported that the advancing coil through microcatheter was difficult. The microcatheter moved back inside the guide catheter and the coil detached inside the catheter system. The physician removed the entire catheter system from the patient and also the coil came out. A number of coils had been successfully deployed prior to this event. No patient injury reported as a result of the procedure.